Manufacturer narrative:
The following fields were updated due to additional information: d2: medical device brand namepn 32g x 4mm benelux d4: catalog # 320141 d4: medical device lot #: 1040113 d4: UDI #(B)(4). D4: medical device expiration date: 2026-02-28 d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2021 h4: device manufacture date: 2021-02-09 h6: investigation summary one hundred and fifty four sealed 32g x 4mm pen needle samples were returned from lot no. 1040113, cat. No. 320141.visual examination was carried out on thirty samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported that pn 32g x 4mm benelux broke. This occurred on 3 occasions. The following information was provided by the initial reporter: customer had broken / bent inner needle 3 times.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 1040113. This does not match the catalog number provided. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: the root cause is undetermined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that pen ndl 31ga 8mm 100 bx 1200 la broke. This occurred on 3 occasions. The following information was provided by the initial reporter: customer had broken / bent inner needle 3 times.